Event description:
During an exhibition event, the field svc associate reported the roller pump displayed a "motor error" message. There was no pt involved in this event.

Manufacturer narrative:
Eval in progress, but not concluded.